Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through an unspecified access set. The issue was described as follows: while spiking the continuous bladder irrigation (cbi) bags, the fluid does not flow freely into the drip chamber, and has to manipulate the spike (i.e., pushed further, rotated, etc.) Then it will flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.